Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: dissection occlusion of right femoral artery (rfa). Percutaneous transluminal angioplasty (pta) of right common femoral artery (rcfa) performed to resolve. Additional information received on 15 nov 2022: during a tavr procedure on the (B)(6) 2022, access was gained utilizing micropuncture and ultrasound guidance, in the right common femoral artery. No issues were encountered advancing the procedural sheath. Protamine was administered prior to closure. A manta was deployed to close. It was reported that there was a dissection occlusion of the rfa post procedure. A percutaneous transluminal angioplasty (pta) of right common femoral artery (rcfa) was proformed performed to resolve.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right femoral artery. Access was achieved utilizing micropuncture and ultrasound. No issues were encountered advancing or withdrawing of the procedural sheaths. Protamine was administered prior to closure. Following deployment, a post angiogram verified an occlusive dissection of the right femoral artery; and balloon angioplasty was applied to resolve. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection, accidental positioning of some or all the collagen plug within the femoral artery, leading to stenosis and other access site complications possibly requiring endovascular intervention.